Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the colon transection on a laparoscopic left hemicolectomy procedure, the device was not able to f ire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to complete the case, they had to use a new handle. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.